Manufacturer narrative:
The pump printout indicated the device delivered hydromorphone 5 mg/ml at a dose of 1.1012 mg/day and clonidine 15 ug/ml 3.304 ug/day. Analysis of the returned pump noted that during the initial decontamination, the catheter access portion (cap) was seen to be patent. No anomalies were observed as the device met specification through analysis.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving morphine 5mg/ml at a dose of 1.1 mg/day and clonidine 15 mcg/ml at a dose of 3.3 mcg/day via an implantable pump. The lot numbers, concomitant medications, and medical history were not obtainable. It was reported that a routine explant and replacement due to the elective replacement indicator (eri) occurred. It was unknown if eri was approaching or had been declared but the explant was for normal battery depletion on (B)(6) 2015. During this procedure calcification was observed around the pump including the catheter access port (cap) blocking the cap. There was attempt to access the cap. Initially, there was the inability to access the cap with the needle but after some force the resistant gave way and the catheter was able to be aspirated. The issue was reported as resolved at the time of the report. At the time of the report the patient's status was reported as alive-no injury. The patient had no experienced any symptoms prior to the pump replacement. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.